Event description:
It was reported that the patient, who had an inflatable penile prosthesis (ipp) device implanted, had a glands area that was thin. The physician felt that this resulted in a risk of puncture due to friction with the cylinder. The ipp device was explanted and a new device was implanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient, who had an inflatable penile prosthesis (ipp) device implanted, had a glands area that was thin. The physician felt that this resulted in a risk of puncture due to friction with the cylinder. The ipp device was explanted and a new device was implanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4) UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Urethral atrophy is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The reported patient symptom of atrophy is a known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient, who had an inflatable penile prosthesis (ipp) device implanted, had a glands area that was thin. The physician felt that this resulted in a risk of puncture due to friction with the cylinder. The ipp device was explanted and a new device was implanted. There were no further patient complications.